Event description:
This unsolicited case from 2951250-2017-01821 was received on 20- mar-2017 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later 2 days after the injection had injection site effusion and pain and 3 days after the injection experienced injection site edema. The patient was diagnosed with femoral tibial internal gonarthrosis in 2008 and was treated with synvisc one since (B)(6) 2008. The gonarthrosis followed a trauma and was treated with anti-inflammatory anti-steroid before synvisc one intake. The previous synvisc one injections were realized without any incidents. No concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with fifth lateral intra-articular synvisc one injection (one injection) once into the joint of unspecified knee under echography for gonarthrosis femoral tibial internal. It was reported that before the injection on (B)(6) 2017, there was no prior puncture of the articulation. The needle used was green and synvisc one was stored at room temperature.. After the injection, the patient didn't practice physical activity. On (B)(6) 2017, 2 days after the injection, the patient experienced moderate injection site effusion and pain in left knee which were treated with a puncture of the articulation and a corticosteroid betamethasone dipropionate/betamethasone sodium phosphate (diprostene) infiltration. On (B)(6) 2017, (3 days after synvisc one injection), the patient presented with edema of the knee. It was reported that a puncture was performed, 25 ml of liquid was collected and the liquid was transparent and sterile with no cells. The patient received a corrective treatment with a corticoid unspecified. On (B)(6) 2017, after 48 hours of their start, the events of injection site effusion and pain recovered. The side effects led to a definitive cessation of synvisc one. At the time of the contact on (B)(6) 2017, the patient was recovering from injection site edema. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Corrective treatment: puncture of the articulation and a corticosteroid betamethasone dipropionate/betamethasone sodium phosphate (diprostene) for injection site effusion and injection site pain; corticoid for injection site edema. Outcome: recovered for injection site effusion and injection site pain; recovering for injection site edema. Reporter causality: probable for injection site effusion and injection site pain. Seriousness criteria: required intervention for all the events. Imputability: c1s2b3 for all the events. Additional information was received on 27-apr-2017 from the physician. The weight and height of the patient were added. The medical history and past drug were added. The event of injection site pain was added with details. The suspect product indication was added and the information on the route was added. The start date for the event of injection site effusion was updated and the severity was added. The amount of liquid collected was added. The information on corrective treatment for the event of injection site effusion was updated, the outcome was updated from recovering to recovered and the reporter causality was added. Clinical course updated and text amended accordingly.